Manufacturer narrative:
The device was not returned for evaluation. Device was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Further evaluation regarding related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that no continuity in the circuit was confirmed during continuity test before the swan ganz catheter insertion. The issue was resolved by replacing the catheter. Information such as what kind of surgery and examination the catheter was used for or if the patient had cardiac conduction defect is unknown. Patient demographic information was requested but unavailable. The device was discarded at the hospital. There were no patient complications reported.